Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that during patient use, a ventilator display reset itself. The patient was transferred to another ventilator without any harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference: (B)(4). The returned graphic user interface (gui) printed circuit board (pcb) was received for evaluation. A visual inspection was carried out on the returned component, no anomalies were observed. Performance tests were performed and the ventilator ran in ventilation mode for approximately 96 hours. On review of the diagnostic logs no errors and no alarms were observed. The customer reported malfunction could not be verified.